Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter. The service event was cancelled and closed as no service was provided by philips due to inadequate product information at the time of the call. A new service case will be generated when or if the customer calls back with specific product information.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 21dec2020.

Event description:
It was reported to philips of unit with touchscreen failure. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.